Manufacturer narrative:
Additional device product codes: jdp; hwc. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was implanted with 4.5mm curved condylar plate on (B)(6) 2020. Postoperatively, the patient was in fitness on the orders of the physiotherapist. After 4 months, the load was too great for the implant and the plate broke. Patient underwent the reoperation on (B)(6) 2020 and the broken femur plate was removed. No further information provided. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 4.5mm va-lcp curved condylar plate/18hole/370mm/lt-ster. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 8030965-2020-09589-1 h10 additional narrative: h3, h6: part: 02.124.419s, lot: 1l79877, manufacturing site: mezzovico, release to warehouse date: october 15, 2018, expiry date: october 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received plate is broken at the 14th hole counted from the end of the shaft. Furthermore, there are several mechanical damages visible on the surface. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: thickness (near breakage point) result: pass drawing/specification review: the returned item has been manufactured in october 2018 according to drawing. No nonconformances or document change have been identified which may be related to the complaint condition. The manufacturing specification for material defined by drawing is: stainless steel (316l/1.4441). Summary: the complaint condition is confirmed as the plate was found broken. The complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. Based on the provided information, we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 - health effect - clinical code.